Event description:
It was reported that an ilet user experienced elevated blood glucose levels and had difficulty pairing a dexcom g6 continuous glucose monitor (cgm). They later encountered a ¿connect cgm or enter bg. Dosing stopped¿ message, which was resolved after confirming the cgm warmup and entering a blood glucose value. The high blood glucose was attributed to not applying a new cgm in a timely manner. Symptoms included hyperglycemia peaking at 504 mg/dl. Outcomes included no hospitalization, no alerts or alarms beyond the dosing stop notification, and resumption of normal use after troubleshooting and education. Investigation included customer support review, device use assessment, and user education on proper cgm pairing, sensor application, and warmup. Investigation of this case revealed user-related use error associated with delayed sensor replacement and cgm connectivity status during warmup, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to cgm setup and sensor replacement timing.